Event description:
It was reported that during routine follow-up, pulse generator interrogation found the device to be operating in backup vvi mode. No patient symptoms were reported. Device restoration was not performed. The pulse generator was explanted and replaced on (B)(6) 2015.